Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during fill tubing, no drops of insulin were seen coming out of the tubing/needle. The user changed the infusion set and did not see insulin out of the new tubing during fill tubing. Reportedly, when the user disconnected at the luer lock connection, there was no insulin coming out of the patient line. It was reported that there appeared to be a small hole in the luer lock connection at the end of the patient line. The user successfully loaded a new cartridge and resumed insulin delivery. The user reported a blood glucose (bg) level of 269 mg/dl and stated that they typically wake up with elevated bg levels. Reportedly, the use's healthcare provider is aware of the bg levels in the morning. The user addressed bg level with a bolus via the pump.